Manufacturer narrative:
Pt developed infection following total hip replacement using margron-dtc femoral stem and neck, together with another MFR's femoral head and acetabular cup. Overly long procedure due to late delivery of surgical instrumentation from other MFR. Infection at wound site cleared using antibiotics; pt stable. No revision performed. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the another country orthopaedic association in its 2007 natl joint registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR # 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc sys off the market in the u.s. Pending further eval of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.

Event description:
Pt developed infection following total hip replacement using margron-dtc femoral stem and neck, together with another MFR's femoral head and acetabular cup. Overly long procedure due to late delivery of surgical instrumentation from other MFR. Infection at wound site cleared using antibiotics. No revision performed.